Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 570:320:844:0000 failure code was confirmed by baxter personnel in the pump's event history. The root cause was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed no previous service events were related to the reported condition, however the main batteries and battery harness were replaced during previous services. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code of 570:320:844:0000, which may have interrupted delivery. It is unknown when this condition occurred, or if there was patient/user involvement, injury or medical intervention. The software version is currently unknown at this time. No additional information is available.